Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not working. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was working properly and that there was no revision but it was more of a trial for a new location of pain and the patient was implanted for a non-bsc device. It was noted that the boston scientific device was still implanted and working properly.

Event description:
A report was received that the patient's ipg was not working. The patient will undergo a revision procedure.